Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity # 1). This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record has been requested. Part: 359.219. Lot: 9381398. Manufacturing site: hägendorf. Release to warehouse date: 21. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation site: cq zuchwil . Selected flow: device interaction / functional. Visual inspection: the visual inspection has shown that the head of ten inserter is loose. A ten nail piece is jammed in the chuck and can not released. The article is in a used condition. The ten inserter head has some heavy hammer blows visible on the top as well on the bottom. Functional test: a functional test can not be performed of the detected damage. Further attempts (with bench vice and pliers) failed to release the jammed nail piece in the chuck. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that the head of ten inserter is loose. In the chuck is jammed a piece of ten nail. The ten inserter head has heavy hammer blows. These indication led us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) surgery for humeral diaphyseal fracture with titanium elastic nail (ten). During the surgery, the surgeon inserted the nail partially by hammering. When he turned the inserter in question to change the holding position, the screw of the inserter got loosen and the nail got unable to detach from the inserter. The surgeon removed the nail from the bone. He inserted the first nail by using an unknown t handle and another implant. In the meantime, the inserter could be detached from the nail and he used the inserter to insert the second nail. However, the inserter got unable to be detached from the second nail again. He cut the implant by using cutter and finished the surgery successfully. The surgery was delayed by sixty (60) minutes. Patient outcome is reported as stable. No further information is available. Concomitant device reported: unk elastic nails (part #: unknown, lot #: unknown, quantity #: 2). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).